Event description:
It was reported that the bd nexiva dual port with q-syte, 20g x 1.25" split causing blood to leak all over. The following information was provided by the initial reporter: reported that one of the products had a defective split that was not seen until blood was leaking all over.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023. H6: investigation summary bd received two 20 gauge nexiva units from lot 2342272 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that on the first unit the extension tubing had fallen off along with damage to the luer adapter of the second unit. The luer adapter of the second unit appeared to have caved in on itself. The observed damage to both units could have resulted in the reported issue of leakage for this device. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that these were both manufacturing related defects that occurred during the assembly process.

Event description:
It was reported that the bd nexiva dual port with q-syte, 20g x 1.25" split causing blood to leak all over. The following information was provided by the initial reporter: reported that one of the products had a defective split that was not seen until blood was leaking all over.